Manufacturer narrative:
The philip¿s field service engineer reseated the da cable and ran full performance verification successfully with no further issues. The unit was returned to service. Date received: 10/28/2015. Office contact address: (B)(4).

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was not in use on patient.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was not in use on patient.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.